Event description:
While using a byte day aligners, patient reported that they were examined by orthodontic specialist that found the patient presented with bilateral posterior open bite, external apical root resorption of maxillary right/left central incisors, heavy anterior contacts between maxillary and mandibular central incisors, mandibular right lateral incisor intruded below plane of occlusion and moderate mandibular anterior crowding. The specialist professional judgement is the current treatment of clear aligner treatment will not be able to correct the patient's malocclusion and continued treatment could worsen the already significant maxillary central incisor root resorption. The specialist proposed treatment to address the malocclusion and chief concerns with aligner treatment with attachments, intra-oral elastics and fixed braces if needed for the correction of malocclusion.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.